Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing stimulation in a non-target area. A scan was taken and showed that the patient's lead was having high impedances. Database analysis revealed high values on several contacts on a lead. The patient underwent a procedure where in the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.